Event description:
It was reported that during a percutaneous coronary intervention, stent damaged occurred. The target lesion was located in the right coronary artery. A 3.00mm x 20mm promus element plus stent was advanced but the device encountered difficulty crossing the lesion. The device was removed and it was noted that the distal portion of the stent was lifted. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).